Event description:
Litigation papers allege the following: in the years following her surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Patient underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the following: in the years following her surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Patient underwent revision surgery on (B)(6) 2011. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(4) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.